Manufacturer narrative:
Corrected section b1 (report type) updated sections d9 (device available for evaluation), h3 (device evaluated by manufacturer) and h6 (component code, type of investigation, investigation findings and investigation conclusions). The device was received for evaluation. The report of "inaccurate values" was unable to be confirmed. Both acumen iq and dpt (disposable pressure transducer) sensors of the acumen iq unit zeroed and sensed pressure accurately on hemosphere monitor. No error message was noticed on the monitor. The pressure did not show any drift during output drift testing and met specification. Electrical testing also showed that both input and output impedances for acumen iq and dpt sensors were within specifications. Zero-offset respectively for acumen iq and dpt sensors also met specification. No visible damage was observed from the kit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are internal controls in place during the manufacturing process to avoid potential causes related to the reported malfunction, such as 100% electrical test. No further investigation was performed since no defect was confirmed during the product evaluation.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, this acumen sensor displayed inaccurate values. No further information available. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.